Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the btt short port ruptured. The hospital did not report any patient effects. The same device was used to complete the procedure. The hospital intends to return the product in question. While the exact event date is unknown, the event took place in (B)(6) 2013.